Event description:
Home patient's (hp) nurse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was not connected when the initial drain cycle had initiated. After receiving the system error message, hp connected their transfer set to the patient line of the hp set. Tsc assisted hp's rn in ending hp's apd therapy early. No patient injury or medical intervention was indicated at the time of the initial report.